Manufacturer narrative:
Pump received with normal operating currents and passed the self-test. Pump failed the displacement test (54.1 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, and error test due to motor error alarms. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that pump alarmed the motor position encoder error. The blood glucose value was unknown at the time of incident. Troubleshooting assisted for motor error and motor position encoder error and advised to discontinue the pump. The drive support cap appears normal. The pump has been exposed to high magnetic field. Customer advised to discontinue use of the pump to revert to the back-up plan. The insulin pump will be returned for analysis. Customer competed the troubleshooting guide.